Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our fse. The reported issue was reproduced during on-site visit. Nozzle unit's were replaced and issue was resolved. The device was put back into clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Review of the device's logs confirms occurrence of the reported issue. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause to why the parts failed has not been established as the replaced parts were not returned for investigation.